Event description:
During the power injection, the patient had the sensation that the huber needle popped loose from the power port. The patient felt severe pain from the rising pressure in the right chest, and shoulder area. Patient was about to comment when the staff nurse came into the CT test room, and said something was wrong. The power injection of contrast medium for the CT test was stopped. No patient harm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.